Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Samples were visually inspected for the presence of citrate additive, all tubes were found to contain citrate additive in the tube. Following visual inspection, samples were tested for the quantity of the citrate additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that erroneous results occurred with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "giving a false reading compared to older lot numbers."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "giving a false reading compared to older lot numbers."